Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during sixth inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.